Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds resulting in loss of capture. The patient experienced fatigue and shortness of breath. The device was reprogrammed and the patient felt better. The lead was explanted and replaced on (B)(6) 2015.